Event description:
It was reported that on (B)(6) 2015 an alloclassic sl-o trial stem 6 was checked and it was found that the extracting hole was not finished.

Manufacturer narrative:
The MFR did not receive devices, e-rays, or other source documents for review. Where lot numbers were rec'd for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's ref no. Of this file is (B)(4).